Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 28-jan-2026, an arthrex subsidiary employee reported via email that the anchor from an ar-1678-cp internalbrace ligament augmentation repair kit could not be inserted into the bone. The pad was held appropriately, and the screwdriver was turned, but the anchor would not advance. The bone quality was described as hard. No fragments were retained in the patient. The occurrence occurred during a lisfranc ligament reconstruction performed on (B)(6) 2026. The case was completed using a replacement ar-1678-cp kit. There was no significant surgical delay, no additional anesthesia was required, and no adverse effects were reported. No patient harm was identified.